Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm. The explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was not working. The patient underwent a revision procedure wherein the ipg and lead were replaced.

Manufacturer narrative:
Additional information was received that the patient's ipg was not holding a charge. It was the physician's decision to replace the ipg. No device malfunction was suspected.

Event description:
A report was received that the patient's ipg was not working. The patient underwent a revision procedure wherein the ipg and lead were replaced.